Event description:
The pt was reportedly diagnosed with bacterial haemophilus influenzae, non-specified meningitis. The pt was admitted to the hospital on (B) (6) 2010 upon presentation with stiff neck. As of (B) (6) 2010, the pt is undergoing active treatment. The pt is expected to be released on (B) (6) 2010. The company is in the process of gathering additional info. When more info becomes available, a follow up report will be sent.